Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to a '<10 ohm' shocking impedance warning message found during a normal post-shock follow up.